Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a return of pain following the implantation of the lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) and the implantable neurostimulator 97715 intellis adaptivestim pain. High impedance was detected on both leads, and an impedance check was conducted, 40,000. During the revision procedure, it was found that the right lead was completely fractured at the anchor point, and there was a loss of stimulation. A full system revision was performed, with both leads explanted and replaced with new leads and a new neurostimulator. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 30-jan-2025, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 30-jan-2025, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID: 977a260, serial: (B)(6) was returned for analysis and found that all conductors were broken 40.6 cm from the proximal end of the lead. Product ID: 977a260, serial: (B)(6) was returned for analysis and found that all conductors, the insulation, braid, and coil were broken 41.1 cm from the proximal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.